Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint involved a 7.5" (19 cm) appx 0.56 ml, smallbore trifuse ext set w/3 microclave® clear, 4 clamps (1 red, 2 white, 1 blue), luer lock. It was reported that, the inner spongy spring did not come back up that was on the white lumen part. It stayed stuck at the bottom which caused a downstream occlusion. There was patient involvement. There was no patient injured as a result of this incident.

Manufacturer narrative:
One used device was received for evaluation. As received, a stickdown and raised seal were observed on two separate microclaves. No mating device was returned for evaluation. The claves were dissembled, and a broken spike and bent spike were observed, no additional damage or anomalies were confirmed. Complaint of stickdown causing downstream occlusion can be confirmed. The probable cause is due to an incompatible mating device. The directions for use states to avoid damage to the clave or syringes users should confirm mating luers or syringes have an internal diameter range of 0.062¿ to 0.110¿. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.